Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries of result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 8/09/2000 and was previously returned for repair on 6/17/2009 for a non-related issue. Evaluation of the device observed the ratchet had set screws exposed on the interior of the ratchet gear, not allowing the ratchet to be fitted to the roller. The comb had bent tines on the right side and the roller had galling on the right end. Additionally, the latching pins were loosened and could not lock. Prior to repair, the test mesh and calibration check could not be performed due to the damaged comb. Repair of the device included replacement of the ratchet gear, sliding pin, spring, comb, roller and roller gear, ball detents in the ratchet and latching pins, worn side plates, bushings. Improper handling most likely cause the set screws to become exposed to the interior of the ratchet gear and the damage to the right end of the roller, which most likely caused the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher complete handle of the skin graft mesher slipped when the carrier was inserted. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.